Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25x38mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and stent struts were deformed. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device was returned for analysis. A visual examination revealed stent damage which stretched distally over the distal tip. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a kink 910mm distal from the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.25x38mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and stent struts were deformed. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.